Event description:
Reporter alleged obtaining discrepant back to back glucose results of 49 mg/dl, 155 mg/dl and 85 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter indicated she was experiencing some hypoglycemic symptoms when she obtained the 49 mg/dl result and she ate a banana and drank lemonade before obtaining the other two readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.